Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information- b5, h6: adverse event problem - health effect clinical code (a), health effect impact code grid (e), component code (g) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 21nov2021: the groin was the intended access site. The sheath was in place approximately 30 minutes. There were no additional means of intervention as a result of this event. The patient did not experience any significant blood loss.

Manufacturer narrative:
Event summary: as reported, the hemostatic valve detached from a flexor raabe guiding sheath. The groin was the intended access site. The sheath was in place approximately 30 minutes. The physician was removing another manufacturer's balloon through the hemostatic valve when it detached. The groin was reported to be scarred. The device was removed from the patient, and a new sheath was used to continue the procedure. No segment of the device remained in the patient. There were no additional means of intervention as a result of this event. The patient did not experience any significant blood loss. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the available information, cook has concluded that a component failure contributed to this failure mode. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the hemostatic valve detached from a flexor raabe guiding sheath. The physician was removing another manufacturer's balloon through the hemostatic valve when it detached. The groin was reported to be scarred. The device was removed from the patient, and a new sheath was used to continue the procedure. No segment of the device remained in the patient. Additional information including the patient and procedural outcome has been requested.